Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, high pacing thresholds and loss of capture were observed on this right ventricular (rv) lead. The system was reprogrammed and the patient is not pacemaker dependent. A revision procedure has been scheduled to reposition the lead. This rv lead remains in service at this time. Additional information was received that the lead was repositioned during the scheduled revision procedure. A micro-dislodgment was the suspected cause of the increased thresholds and loss of capture. No additional adverse patient effects were reported.